Manufacturer narrative:
Product analysis of part # (B)(4), lot# h5889943. Visual examination of the mas bone screw confirmed bone screw complete fracture at approximately 10mm from the base of the bone screw head. Optical examination did not identify material defect near the area of fracture origin, which could contribute to crack propagation. Microscopic examination of the fracture surface identified gently curving convex striations through the cross-sectional area of the implant, which is consistent with overload until subsequent mechanical failure of the implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having who had standard open technique for insertion of pedicle screws at l4 and l5 due to l4/l5 central canal stenosis. It was reported that screws broke after implantation. The screw was inserted at l5 and broke approximately 10mm down from the head. The patient experienced vibration sensations in the lower back at the implant site. Patient was brought back to ot for a removal/revision of broken l5 screws and extension of previous l4/5 fusion to s1. A partial explant was performed on the l5 pedicle screws. Part of the screw shaft remained in the l5 pedicle as it was deemed too risky to remove the broken portion there were no further complications reported regarding the event.

Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.